Manufacturer narrative:
Based on the info available and from visual examination of the returned device, the tip had sheared off. The appearance of the screw was indicative of having been inserted into a tight bone tunnel and when drawing back, the driver appears to have been dis-engaged slightly, hence only the proximal end of the screw was engaged. This could be caused by the use of damaged or ben driver.

Event description:
It was reported that during acl reconstruction surgery, the 8x23mm screw broke during insertion. There was a delay of approx 4 min. The surgeon changed to a smaller screw as some pieces remained inside the drill guide.